Event description:
Information received from the field does not address the patient's clinical status but notes a follow-up exam noted dashes (---) for parameters. The measured battery data showed a current drain of 90 microamps. Attempts to verify and download the miroprocessor were unsuccessful.